Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300-380 mg/dl. The customer changed the cartridge, infusion set tubing and site. A bolus was delivered to address the bg level. While changing the supplies, a crack in the cartridge septum was observed.